Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3550-39 lot# n301005 (B)(4) implanted: (B)(6)2017. Product type accessory product ID 3778-60 (B)(4) implanted: (B)(6)2012 explanted: product type lead product ID 3778-60 lot# (B)(4) implanted: (B)(6)2012. Product type lead product ID 748951 (B)(4) implanted: (B)(6)2004 explanted: product type extension product ID 748940 (B)(4)implanted: (B)(6)2005 explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient weighed (B)(6) at the time of the event. It was reported that this information was confirmed with their physician. No further complications were reported /anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3550-39 lot# n301005 serial# implanted: (B)(6)2012 explanted: product type accessory product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: product type lead product ID 748951 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type extension product ID 748940 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, the patient reported the poor communication screen had appeared on the patient programmer. Neither the patient programmer nor the implantable neurostimulator recharger (insr) were able to connect to the implantable neurostimulator (ins). The patient state that ¿my implant isn¿t working and I don¿t see my doctor no more and it hasn¿t worked in about a year ago or more.¿ the last time the patient felt stimulation was ¿about a year or more.¿ the last successful recharge was ¿about a year or more.¿ the ins appeared to be in an overdischarged state. A list of physicians was sent to the patient as the patient did not have a physician. Relevant medical history includes chronic low back pain, and spinal pain. If additional information is received, the event will be updated. Additional information was reported from a consumer on 2017-08-16. It was reported that there was poor communication. The last charging session was more than 1-3 months ago so they were redirected to their health care professional (hcp) for a possible overdischarge. The implantable neurostimulator (ins) would not turn on and neither the programmer nor the recharger would connect to the ins. There were no patient symptoms reported. Per the consumer this issue had gone on for a long time meaning a couple of years, ¿1 or 1.5, or 1-2 years.¿ no further complications were reported at this time. Additional information was received from a healthcare professional (hcp) on 2017-aug-21. It was reported that the patient brought all of their external components into the hcp's office. The hcp wanted a manufacturer representative (rep) to come out and meet the patient to check the system. The patient did not feel stimulation due to the ins "not being charged in some time."no further complications were reported at this time. Additional information was received from the manufacturing representative (rep) reporting that they met with the patient on friday, (B)(6) and confirmed that the device was overdischarged. It was reported that instead of trying to bring the battery back to life the patietn decided that they wanted to replaced the device with the latest manufactured ins. It was indicated that they did not have a case date for the replacement as of now. No further complications were reported/anticipated.